Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (procedural images or device not returned for evaluation). Inherent risk of procedure (thrombus). Conclusion: unable to confirm complaint (procedural images or device not returned for evaluation). Inherent risk of procedure (thrombus). (B)(4).

Event description:
It was reported that an acute thrombosis occurred after the implantation of a 3.0mm x 15mm resolute integrity rapid exchange (rx) drug eluting stent. The stent was implanted without any issues experienced in the proximal lad and the vessel was reported to have moderate calcification. The patient complained of chest pain 30 minutes after the procedure and the thrombus was aspirated and stent was further ballooned. No other clinical sequelae were reported.